Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged front cover of the door. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was serviced by a service technician as part of recertification. Visual inspection, functional testing, and battery testing were performed. During visual inspection, the front cover of the door was found to be damaged. The cause of the condition was not determined. To correct the condition, the front door cover was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.